Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate are unknown." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01792 / 01793). Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately eleven (11) years post-implantation due to allegations of pain, elevated metal ion levels, tissue destruction, bone destruction, metal wear, and metal poisoning. During the procedure, the modular head and acetabular cup were removed and replaced and a polyethylene acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a 38mm mod hd -6mm nk and one m2a 38mmx50mm cup were returned and evaluated. Upon visual inspection the returned cup has debris on the outside radius and the returned mod hd has wear on the outside radius and there is visible black debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd -6mm nk, pn11-173660, ln000300, mlry-hd por fmrl 9x150mm, pn 11-104109, ln 250430. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2016-01792, 0001825034-2019-03234. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 11 years post-implantation due to elevated metal ion levels and pain. During the procedure, gray stained tissue, fluid and cysts were found. Additionally, staining on the trunnion of the stem was also noted. During the procedure, the modular head and acetabular cup were removed and replaced and a polyethylene acetabular liner was implanted.